Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging battery charge issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), to report that his onetouch verioiq meter was not powering on. The complaint was classified based the customer care advocate (cca) documentation. The patient reported that the power issue occurred at an unspecified time on (B)(6) 2014. The patient detailed that he manages his diabetes with metformin pills, glyburide pills, 30 units of nph insulin and 20 units of humalog insulin. The patient claimed that on (B)(6) 2014, in response to the alleged meter issue he decreased his dose of nph insulin from 30 units to 20 units and the dose of his humalog insulin from 20 units to 15 units. The patient did not detail that any symptoms developed or that he received any medical treatment. At the time of troubleshooting, the cca noted that the battery indicator did not display before the meter would not power on. The correct test strips were being used with the meter and it was unknown if the patient was able to turn on the meter using the power button. Replacement parts were sent to the patient. Based on the information provided, there is no indication the product issue caused and/or contributed to an adverse event. The patient did not develop signs or symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.